Event description:
During a coronary angiography, air was injected into a patient; the air column blocked both the patient's lca (left coronary artery) and cx (circumflex coronary artery). The patient experienced st-segment elevation, chest pain, and hypotension (40mmhg). Ephedrine was administered and a thrombectomy was completed successfully. The patient was reportedly stable after the procedure and was transferred to normal cardiology service.

Manufacturer narrative:
A2: patient age and birthdate is not known and is estimated. The acist angiographic injection system, model cvi, system serial number (B)(6), was returned to acist on (B)(6) 2025. The consumable kits used during the event were discarded by the user facility and the lot numbers are unknown. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. In addition, support personnel must ensure that: all system connections are in place, secure, and functional. The cine-angiograms have been returned for evaluation, and a clinical evaluation will be provided in a follow-up report.

Manufacturer narrative:
The cine-angiograms that were returned to acist for clinical assessment were forwarded to the acist medical advisory board member. He reviewed the images and noted that they were not consistent with the reported complaint. Upon further inquiry with the user facility, no additional information was provided. This report is closed.